Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient recently received a ventricular ablation. The following day, a health care professional observed that this cardiac resynchronization therapy defibrillator (crt-d) had recorded out of range impedances on all channels during the ablation procedure. In addition, the crt-d recorded that the patient was in ventricular tachycardia and there was noise as well. At this time, the crt-d remains in service. No adverse patient effects were reported.